Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported off-label use (indication for use) was associated with the use of a mitraclip on the tricuspid valve. The cause of the reported incomplete coaptation (intraprocedure) associated with the slda could not be determined. The reported image resolution poor was associated with difficult visualization. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the mitraclip detaching from the anterior tricuspid leaflet, requiring intervention. It was reported that a mitraclip procedure was performed to treat tricuspid regurgitation (tr) grade 4. A mitraclip xtw (lot: 30418a1036) was implanted anterior/septal. Imaging was poor. Upon deployment, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). A second xtw mitraclip was placed centrally to stabilize the slda. The procedure ended with tr reduced to grade 1-2. There was no patient consequences or clinically significant delay. No additional information was provided.